Event description:
The customer observed clear fluid drops (approximately 1ml) on tubing at rear of bsv (blood sampling valve (bsv) on the coulter lh 500 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) observed a leak between the pads in bsv. He replaced the bsv to stop the leaking. Multiple startups/ shutdowns were run without any further issues. (B)(4).